Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the pt's mother on (B)(4) 2004 and obtained the following: the pt had tested his blood glucose and noticed the decimal point on the meter. Mother did not recall the reading; however, mentioned that her son visited his md and was tested on their meter and was not treated. Md advised the pt to contact lfs and to take his set amount of medication. Mother does not recall what the reading was on the md's meter. He did not experience any symptoms at the time of testing and mentioned that the meter was previously set to the correct unit of measurement. This case is being reported as a malfunction, since the incorrect unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing t he battery, or the pt accidently changing the settings.